Event description:
It was reported that the device can not operate on ac or battery power and can not recharge the battery due to dc inlet port is damaged and the top case is damaged. No case involved.

Event description:
It was reported that the device has visible dents and the dc-inlet port is broken, therefore it cannot operate on ac or battery power and cannot recharge the battery. No patient involved.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. B5 updated.